Event description:
Pt reported obtaining a blood glucose result of 103 mg/dl, while using the suspect device. Pt indicated that, 5 mins earlier, blood glucose was tested on a laboratory instrument with a result of 55 mg/dl. Pt noted that, at the time the result was obtained, she was not exhibiting any symptoms of hypoglycemia. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.